Manufacturer narrative:
This follow up report is being submitted to include the device history record(DHR) review and results from the legal manufacturer investigation. The legal manufacturer performed the DHR review for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. The cause of buckling may be attributed to the endoscope used, and its pathogenesis may be inferred as follows: ·when inserting the endoscope into the video connector, a foreign body in the endoscope status is missing/attached to the tip of the connector in the endoscope side, it will be caught in the pin of the video connector. ·insertion of an additional endoscope with the pin in a sticky status causes the pin to bend back. The instructions for use (IFU) states: ¦from:important information ¿ please read before use do not apply excessive force to this video system center and/or other instruments connected. Otherwise, damage and/or malfunction can occur. ¦from:6.3 connection of an endoscope ·confirm that the electrical contacts inside the video connector socket of this instrument are not damaged. ·confirm that the connectors on the scope side pin connector of the videoscope cable exera ii / that the video connectors of the videoscope / camera head / the oes video converter are not damaged. Olympus will continue to monitor complaints for this device.

Event description:
A user facility reported to olympus that the evis exera iii video system center pins are broken at the camera plug location. The event occurred during preparation, prior to an unknown therapeutic procedure. During a standard service inspection of the customer returned device, terminal bend of the video connector socket was noted. This report is to capture the reportable malfunction found at estimation. There was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, broken pins were confirmed. There was no image output on test h-180 and q-180 scopes however, brief image appeared from bf-180 scope test before image in mask blacked out. A bad scope socket was observed and required replacement. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.